Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, on (B)(6) 2020. On (B)(6) 2020, the patient had been self-treating based on the cgm value but her ketones increased to ¿level 6¿. The cgm displayed low; however, the bg was 23 mmol/l. The patient was admitted to the hospital and unspecified medical intervention was provided. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, on (B)(6)2020. On (B)(6)2020, the patient had been self-treating based on the cgm value but her ketones increased to ¿level 6¿. The cgm displayed low when the patient started to feel sick and lethargic. Her bg meter reading was taken and it was 23 mmol/l. The patient was admitted to the hospital and was treated with an insulin drip. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.